Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: total complaint quantity is three boxes but only 1 box will be sent back for investigation. Analysis and results: there are no previous complaints of this code. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The box received contains only the histoacryl flexible pouches, no tips are in the box. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Tips are packed manually into the boxes. It is assumed that a human mistake in the packaging process and an unknown number of boxes were released into the market without the tips. Final conclusion: complaint is justified. Taking into account the results of samples received the process does not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, it is required to replace or issue a refund of this code/batch to the customer. Corrective/preventive actions: due to the low relative number of complained boxes and the modified process and training to the involved personnel no CAPA applies.

Event description:
Country of complaint: singapore. Histoacryl tips are missing from the box..

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: samples received: 1 box will be sent back for investigation. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. The box received contains only the histoacryl flexible pouches, no tips are in the box. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Tips are packed manually into the boxes. It is assumed a human mistake in the packaging process and an unknown number of boxes were released into the market without the tips. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: due to the low relative number of complained boxes and the modified process and training to the involved personnel no CAPA applies.